Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the patient developed a "blood infection" and the implantable pulse generator (ipg) system was explanted. Additional information obtained reported that the source of the infection was not determined. No vegetations were observed on echocardiogram. The organism was identified as (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.